Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing broke off event on 20-sep-2024. The infusion set was in use for less than 48 hours. No further information available